Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and mesh was implanted. The patient experienced pain with sex and mesh extrusion. The mesh was removed on an unknown date. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 9/4/2019.

Manufacturer narrative:
Additional information. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.